Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18662. The pt has 2 leads (from the same lot) implanted as part of this scs system. It was reported the pt experienced ineffective stimulation. X-rays were taken and revealed the leads had migrated. Surgical intervention was undertaken on (B)(6) 2013. The physician attempted to reposition the lead, however, he was unable to do so. A new lead was also attempted to be implanted, but the physician was unable to implant the new lead due to pt anatomy. Additional surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.